Event description:
Additional information was received indicating noise was observed on the right ventricular (rv) lead.

Event description:
Additional information was received indicating the noise resulted in oversensing.

Manufacturer narrative:
Further information was requested but not received. D6a: implant date is estimated to have occurred in 2022.

Event description:
It was reported, the right ventricular (rv) lead experienced an unknown malfunction. During the replacement procedure lead insulation damage was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable. Additional information has been requested but has not yet been received.